Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to upon explant of the left ventricular (lv) lead it was noted that the ra lead showed an insulation defect; no out of range measurements had been previously seen. Also a left ventricular (lv) lead was explanted and another right atrial (ra) lead was attempted at the same procedure. The pacemaker was explanted for normal battery depletion (nbd). No additional adverse patient effects were reported.